Event description:
A report was received that the patient is having burning sensation at midline area with the stimulation on. Due to burning sensation, the patient is not able to charge as it causes her pain. X-ray taken showed that leads are bundled up near the incision site. Lead fracture is suspected to be caused by the myelogram. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient is having burning sensation at midline area with the stimulation on. Due to burning sensation, the patient is not able to charge as it causes her pain. X-ray taken showed that leads are bundled up near the incision site. Lead fracture is suspected to be caused by the myelogram. The patient will undergo a lead revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4) description: implantable pulse generator (ipg) model # sc-2352-50 serial # (B)(4) description: linear 3-4 lead 50cm.

Manufacturer narrative:
Additional information indicates that the physician replaced patient's entire system during the revision. The patient is reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.